Event description:
A needle protruded through, about an inch from the bottom of a sag 4800, 1 qt phlebotomy container, causing a superficial scratch to the abdomen of a pt's spouse. The incident occurred in the home of a hospice pt. There was no treatment. Needles were not detached from the syringes prior to disposal using the needle unwinder provided on the lid of the container.